Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (hcp) device and experienced vomiting, dizziness, weakness, mental confusion and a loss of consciousness. Customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by hcp and was hospitalize. While diabetes leads to increased risk of post-transplant rejection and transplant can increase difficulty of managing diabetes, this increased risk occurs over a prolonged period of uncontrolled diabetes. There is no indication that lower readings from a single sensor would have caused or contributed to a potential post-transplant rejection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.